Event description:
Boston scientific received information that during a device upgrade procedure, the implantable defibrillation lead and the right atrial (ra) lead were stuck in the implantable cardioverter defibrillator (ICD) header due to setscrew difficulties. The leads were surgically abandoned and replaced. The device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that ra retainer ring washer was damaged and the ra ring setscrew had a broken wrench. All other setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.